Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse reproduced the issue and confirmed a defective usm arm. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi has received the replaced usm arm; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the energy instrument installed on universal surgical manipulator (usm) arm 3 was unable to be energized. No error fault or warning message was present in the logs. The technical support engineer (tse) advised user to reseat sterile adapter (sa) on usm3. The tse advised to swap the instrument into another usm arm. Tse reviewed the system logs and confirmed error code 31088 indicating that an rfid communication issue occurred on usm3. Further troubleshooting was suggested to power cycle the system to restore rfid communication and firing function. At an unspecified time customer called back to confirmed that the issue remained after a system power cycle. A non-energy instrument was installed on usm3. The procedure was continued under this condition with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the failure analysis. The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it passed. Usm was tested on the patient side cart (psc) fixture test platform (pftp) where it passed. An error 31088 was confirmed, but not replicated.

Event description:
Refer to h10/h11 for follow-up information.